Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alerted with a weak battery during a bolus attempt. The patient's blood glucose at the time of incident was 87 mg/dl. The customer stated that the pump will function normally, but that battery life will be shorter than expected. She reported that the weak battery alert will occur prior to a low battery alert and failed battery test alarm. Troubleshooting was initiated for the weak battery alert. The customer does not recall any significant events leading to the battery issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. No ramping numbers scrolling bar moving anomaly noted. All operating currents were within specification. No unexpected low battery, weak battery or off no power alarms noted. The pump was received with a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, a missing end cap sticker and a stained address serial number label.